Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there are an increasing number of tubes failing to decap correctly on the decapping instrument. The outer shield is removed while the rubber stopper remains in the tube. The have been several occurrences of such failures resulting in instrument errors and sampling probe crashes."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty four [24] retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.